Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach outer insulation degradation was noted at 6.5 cm from the connector pin. Actions have been taken to prevent re-occurrence.

Event description:
This report is to advise of an event observed during analysis.